Manufacturer narrative:
(B)(4). Customer returned pump for an alleged low bgs found on (B)(6), 2021. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm were found in the history files or traces for the event date. However, low battery alert was recorded and found in the formatted history file on: 10/03/2021 09:07:00.000 insert battery alarm was recorded and found in the formatted history file on: 10/03/2021 18:38:35.000 and replace battery alert was recorded and found in the formatted history file on: 10/03/2021 18:38:00.000 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ the original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba1 was installed in the original pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), problem isolated on the pcba1/pcba2. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump passed all the required testing. The force sensor is within specification and the motor functioning properly. Unable to verify customer alleged for low bgs. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, problem isolated on the pcba1/pcba2.

Event description:
Information received by medtronic indicated that customer experienced low blood glucose with blood glucose level of 50 mg/dl. Blood glucose level at the time of call was 135 mg/dl. Customer did not experience any symptoms for low blood glucose event and was treated with food. Customer did not allege that insulin pump was over delivering. Troubleshooting was performed. The device will be returned for analysis.